Event description:
It was reported that "wearable failure" occurred. The wearable was inserted into the abdomen which is off label usage of the device on (B)(6) 2026. On (B)(6) 2026, the patient was feeling unwell prior to wearable insertion. The patient inserted the wearable and it failed. The patient felt sick and collapsed due to hyperglycemia. An ambulance was called and the patient was taken to the hospital, but no additional details about the treatment or medical intervention were provided. At the time of the report the patient was already discharged. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.